Manufacturer narrative:
H11: the actual device was not available; however, ten (10) photographs were provided for evaluation. The photographs were visually inspected which observed black, blue, thin particulate matter (pm) outside the fluid pathways located on the tubings, the bushings and inside the over pouches. The pm was identified to be hair and fuzz. The reported condition was verified. The cause of the condition was related to manufacturing during productrion. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) minicap transfer sets had "particulate matter inside". This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.